Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 27-apr-2018 with the following findings: during investigation, the pump was powered on and the display was found to be blank, which impeded further testing. The original complaint of unspecified pump beeping/alarming was unable to be investigated due to the blank display issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a other (unusual issue) issue. It was reported that the pump was "beeping and alarming". The cause or type of alarm that emitted from the pump was not specified. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported based on the allegation of a non-specific alarm, which could potentially impact insulin delivery.